Event description:
Battery clip will not hold battery to place telemetry on patient. Purchase: 36 mindray telemetry transmitters, model td60, (B)(6) 2017. Have had broken battery clip and replacement of back cover for same issue (B)(6) 2017, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2019. (Five) sent 02/18/2019.